Event description:
It was reported that this patient was sleeping, and this electrode exhibited oversensing of noise, resulting in a shock. The patient was admitted to the hospital. A request was made to have data from this device analyzed. A technical service (ts) consultant reviewed device data, advising to perform additional troubleshooting, integrity testing and x-ray imaging. When manipulating the device and electrode points, oversensing of noise, and signal artifact are seen in the primary and secondary vector. Ts recommended programming device to alternate vector. The x-ray images revealed the electrode position is unchanged from implant. The patient was discharged home. A boston scientific representative went to the patient's home for further evaluation and provided the latitude home monitor system. Further testing revealed saturated signals of artifact in the alternate vector. A technical service consultant again reviewed additional information, advising that the chronic artifacts, and increasing shock impedance from 55 ohms to 75 ohms from (B)(6) 2024 to (B)(6) 2025, could indicate a connection issue between the device header and electrode. The device and electrode remain implanted. No additional adverse patient effects were reported. New information was received from ts consultant, reviewed device data, and x-ray imaging. Noting that sometime between (B)(6) 2024 and (B)(6) 2025, x-ray imaging revealing that the system started moving. The device detached from the fascia and has rotated counter- clockwise. The electrode has also moved, and in a stretched position. Ts advised with the rotation of device, and traction on the electrode, this could cause moisture to enter in the header, causing increased shock impedance. Shock impedance has increased from 55 ohms to 70 ohms.

Manufacturer narrative:
New information was received indicating that this electrode was explanted during a device explant. The physician indicated that the electrode was stuck into device, and could not remain implanted. A new device was implanted successfully. Besides surgical intervention, no adverse patient effects were reported. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient was sleeping, and this electrode exhibited oversensing of noise, resulting in a shock. The patient was admitted to the hospital. A request was made to have data from this device analyzed. A technical service (ts) consultant reviewed device data, advising to perform additional troubleshooting, integrity testing and x-ray imaging. When manipulating the device and electrode points, oversensing of noise, and signal artifact are seen in the primary and secondary vector. Ts recommended programming device to alternate vector. The x-ray images revealed the electrode position is unchanged from implant. The patient was discharged home. A boston scientific representative went to the patient's home for further evaluation and provided the latitude home monitor system. Further testing revealed saturated signals of artifact in the alternate vector. A technical service consultant again reviewed additional information, advising that the chronic artifacts, and increasing shock impedance from 55 ohms to 75 ohms from (B)(6) 2024 to (B)(6) 2025, could indicate a connection issue between the device header and electrode. The device and electrode remain implanted. No additional adverse patient effects were reported. New information was received from ts consultant, reviewed device data, and x-ray imaging. Noting that sometime between (B)(6) 2024 and (B)(6) 2025, x-ray imaging revealing that the system started moving. The device detached from the fascia and has rotated counter- clockwise. The electrode has also moved, and in a stretched position. Ts advised with the rotation of device, and traction on the electrode, this could cause moisture to enter in the header, causing increased shock impedance. Shock impedance has increased from 55 ohms to 70 ohms.

Manufacturer narrative:
This report is being submitted to add additional coding. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient was sleeping, and this electrode exhibited oversensing of noise, resulting in a shock. The patient was admitted to the hospital. A request was made to have data from this device analyzed. A technical service (ts) consultant reviewed device data, advising to perform additional troubleshooting, integrity testing and x-ray imaging. When manipulating the device and electrode points, oversensing of noise, and signal artifact are seen in the primary and secondary vector. Ts recommended programming device to alternate vector. The x-ray images revealed the electrode position is unchanged from implant. The patient was discharged home. A boston scientific representative went to the patient's home for further evaluation and provided the latitude home monitor system. Further testing revealed saturated signals of artifact in the alternate vector. A technical service consultant again reviewed additional information, advising that the chronic artifacts, and increasing shock impedance from 55 ohms to 75 ohms from (B)(6) 2025, could indicate a connection issue between the device header and electrode. The device and electrode remain implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient was sleeping, and this electrode exhibited oversensing of noise, resulting in a shock. The patient was admitted to the hospital. A request was made to have data from this device analyzed. A technical service (ts) consultant reviewed device data, advising to perform additional troubleshooting, integrity testing and x-ray imaging. When manipulating the device and electrode points, oversensing of noise, and signal artifact are seen in the primary and secondary vector. Ts recommended programming device to alternate vector. The x-ray images revealed the electrode position is unchanged from implant. The patient was discharged home. A boston scientific representative went to the patient's home for further evaluation and provided the latitude home monitor system. Further testing revealed saturated signals of artifact in the alternate vector. A technical service consultant again reviewed additional information, advising that the chronic artifacts, and increasing shock impedance from 55 ohms to 75 ohms from (B)(6) 2024 to (B)(6) 2025, could indicate a connection issue between the device header and electrode. The device and electrode remain implanted. No additional adverse patient effects were reported. New information was received from ts consultant, reviewed device data, and x-ray imaging. Noting that sometime between (B)(6) 2024 and (B)(6) 2025, x-ray imaging revealing that the system started moving. The device detached from the fascia and has rotated counter- clockwise. The electrode has also moved, and in a stretched position. Ts advised with the rotation of device, and traction on the electrode, this could cause moisture to enter in the header, causing increased shock impedance. Shock impedance has increased from 55 ohms to 70 ohms. New information was received indicating that this electrode was explanted during a device explant. The physician indicated that the electrode was stuck into device and could not remain implanted. A new device was implanted successfully. Besides surgical intervention, no adverse patient effects were reported. Analysis is complete.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. The connection issue was not able to be confirmed, as the set screw marks in the correct location of the return electrode. The allegation of migration or malposition of this electrode could not identify through lab analysis. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. New information was received indicating that this electrode was explanted during a device explant. The physician indicated that the electrode was stuck into device, and could not remain implanted. A new device was implanted successfully. Besides surgical intervention, no adverse patient effects were reported.